Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. Visual analysis: visual analysis of the photographs identified: rupture: not observed. Unsatisfactory result: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "implant rupture" and "dissatisfaction with the shape and size of the mammary gland". This record is for the right side. Device was explanted and replaced.